Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient got hospitalized and the blood glucose level was 189 mg/dl at the time of the event and got treated with intravenous drip other than insulin. No further information available.